Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
Received one device. During visual inspection it was confirmed that the downstream occlusion sensor (dso) seal was damaged, the dso seal was replaced with a new one. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.